Manufacturer narrative:
This report is for a breach in aseptic technique which resulted in peritonitis. Per baxter labeling, users are instructed to use aseptic technique when performing peritoneal dialysis therapy. A review of the label for the product family will be conducted. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced a breach in aseptic technique which resulted in peritonitis. The breach in aseptic technique was further described as the patient forgot to wear a mask and was non-compliant. The peritonitis was manifested by cloudy peritoneal effluent. On the same day as diagnosis of the peritonitis; the patient was hospitalized for the peritonitis event. On the same day, the patient was treated with an intraperitoneal (ip) injection cefazoline (1 gram, once a day) and ip injection ceftazidime (1 gram, once a day) for the event of peritonitis. Dianeal therapies were ongoing. At the time of this report the patient remained hospitalized, was recovering from this peritonitis event and ceftazidime and cefazoline therapies were ongoing. The day after the peritonitis diagnosis, the patient was retrained on the proper aseptic technique. No additional information is available.